Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: "material #: 301746; lot/batch #: 3299922. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for bent cannula and foreign matter were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes bent cannula and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle the IV cannula was found to be bent and covered in a foreign material. No impact was reported.